Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) oversensed noise which triggered pacing inhibition. No changes or intervention was performed. The patient condition is unknown.